Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed an infection which resulted in a loss of osseointegration and subsequent fixture loss. It is unknown whether there are plans to reimplant the patient with another device as of the date of this report, (B)(6) 2011. Additional information has been requested but has not been made available as of the date of this report.